Event description:
At about 1 year and 8 months after primary, the patient came in reporting anterior knee pain. From the x-rays no implant loosening or other issues has been detected. The surgeon decide to perform the patellar resurfacing (patella size 3 implanted) and the liner was revised with a thicker one (13mm).

Manufacturer narrative:
Batch review performed on 21-may-2024 lot 2201079: (B)(6) items manufactured and released on 24-mar-2022. Expiration date: 2027-03-03. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting anterior knee pain. From the x-rays no implant loosening or other issues has been detected. Revision surgery will be performed on (B)(6) 2024 and the plan is to change the insert and resurface the patella.